Manufacturer narrative:
Addition h6: code 213-a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Addition h6: code 22.

Manufacturer narrative:
Patient comorbidities: hypertension, tobacco use, depression with anxiety, gerd, hyperlipidemia, depression with anxiety, gerd, hyperlipidemia, obstructive sleep apnea, osteoarthritis, atrial fibrillation, umbilical hernia, vitamin d deficiency patient previous surgeries: pacemaker (medtronic model a2dr01), bilateral total ankle replacement, septoplasty, umbilical hernia repair. Medications: wellbutrin 150mg; vitamin d3 1,000units; flax seed oil 1000mg; lasix 40mg; lopressor 50mg; multivitamin; omega-3 fish oil 1000mg; prilosec 40mg; potassium chloride 20meq; coumadin 5mg; lotrisone 1-0.05% cream; topicort 0.25% cream; norco 325mg; zestril 10mg; antivert 25mg; detrol la 4mg. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.

Event description:
On (B)(6) 2019, the patient was implanted with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses to treat an abdominal aortic aneurysm and a common iliac aneurysm. It was reported that computed tomography images dated (B)(6) 2020, the physician noted disease progression and growth of the left common iliac artery distal to the initial device placement without the presence of an endoleak. On (B)(6) 2020, the physician decided to coil embolize the left internal iliac artery and extend the original endograft (plc201000/20435608) into the left external iliac artery in order to achieve seal and treat the disease progression. The procedure went well, and the patient is reported to be doing well.

Manufacturer narrative:
Addition g5.